Manufacturer narrative:
Result: scale was inoperable due to a damaged scale module and the scale cable was disconnected from display board.

Event description:
It was reported by service report that the scale was not working. It is unk if there was pt involvement. However, no adverse consequences were reported.